Event description:
It was reported that during initial training, the device¿s on-screen ¿yes¿ button did not respond after the user observed insulin dripping from the tubing, while pressing ¿no¿ advanced to a subsequent screen, preventing progression through setup despite a completed firmware update. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included troubleshooting and verification of firmware status, with arrangement for device replacement and collection of the original unit for assessment. Investigation of this device revealed a suspected user interface or touch input malfunction preventing confirmation inputs during setup, with no evidence of an infusion component failure or alert generation. It was concluded, based on previously established findings for similar reports, that the cause was a device software or user interface malfunction of unknown root cause pending further evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.